Manufacturer narrative:
Product event summary: the 10fcc13 sheath with lot number 0012403064 was returned and analyzed. Visual inspection before functional testing and dissection was performed on the shaft and handle. No anomaly was identified during the external visual inspection of the sheath. The handle, shaft and side port were intact with no apparent issue. The tip of the sheath was intact with no anomaly. There was dilator shaft damage (curves) noted at the distance around 7.5 inches from the tip. The steering mechanism and deflection test were performed. No anomaly was discovered. The lab test dilator was inserted into the sheath and encountered resistance approximately 7 inches from the valve hub. The dilator stopped and was unable to pass the obstruction. X-rays did not reveal any product defects or malfunction. The performance test with sentinel blackbelt leak tester was performed and in acceptable ranges. In conclusion, the reported shaft kink was not confirmed through analysis. The sheath failed the returned product inspection due to the restricted shaft inner diameter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, there was strong resistance when inserting the dilator into the sheath and full insertion was not possible. It was suspected that the sheath may have been kinked. The sheath was replaced which resolved the issue. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.